Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified left common femoral artery using a proglide after an interventional procedure for the right iliac and external arteries using a 6f sheath. Reportedly, a cuff miss occurred with two proglide devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.